Event description:
Pt was implanted approx 3 / 4 weeks ago with a 3.5 mm lcp hook plate and three screw. X-ray on an unk date showed the hooks on the plate pulled off the bone with the three screws being attached. Pt was returned to operating room on (B)(6) 2011. Hardware was removed and pt revised to a larger plate and screws. Surgeon noted pt had osteoporotic bone. Hospital discarded the product.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.